Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and was vertically separated in the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.

Manufacturer narrative:
(B)(6).